Event description:
The customer was hospitalized for high bgs. The customer stated that they were in a coma for nine days. The customer indicated that they went white water rafting and tried changing the set three times, but it did not help. The customer believed that the insulin might have been denatured due to the extremely hot weather. The customer had a empty pump at the time of the call and could not troubleshoot. The customer called back later and testing was performed. The pump passed all the functional testing.